Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14nov2018.

Manufacturer narrative:
Date of report: 15nov2018. Date of manufacturer: 14nov2018. Correction for previous statement for reports filed on 14nov2018.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 14nov2018. The service engineer (se) inspected the device and replaced the video graphics array (vga) controller and could not duplicate any issue with the language setting changing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator display had lines and the language setting was changing. Reportedly, the display was not readable and could not be used. No patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 15nov2018. Date of manufacturer: 14nov2018. Correction for previous statement for reports filed on 14nov2018.